Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the lead revision procedure, while attempting to reposition the right ventricular (rv) lead, the lead helix would not extend. The lead was extracted and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited oversensing. The rv oversensing resulted in the recording of thirteen non-sustained ventricular tachycardia (vt) episodes and one vt episode with anti-tachycardia pacing. The rv lead was inactivated, and a lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleevehead and couldn't be tested at time of analysis. If information is provided in the future, a supplemental report will be issued.